Event description:
It was reported that the customer experienced a blood glucose (bg) level of 568 mg/dl. Reportedly, the customer was released on (B)(6) 2022. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.